Event description:
It was reported that 2 of the cold packs start to leak after the first couple of uses.

Manufacturer narrative:
It was reported that 2 of the cold packs start to leak after the first couple of uses. Customer states the liquid has leaking on their hands and legs, customer would like to know if this liquid is toxic at all. Customer states it caused them to itch, once she washed the contents off the itch went away. They were stored in the freezer. Cold pack used on leg, they states they have already discarded the hot/cold packs. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.